Event description:
The international philips field service engineer (fse) reported a ventilator gave an alarm message indicating a battery fault. Additionally, a peculiar smell was given. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: reporting address line 1: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no medical intervention performed. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no medical intervention performed. The rse reported that there were no repairs on the ventilator because the battery was out of warranty and the customer thought the device could be used by alternating current (ac). No repairs were done as requested by the customer. No other anomalies were reported.